Event description:
It was reported that during product inspection a package was found "broken". Upon further review, the damage occurred to all 106 pieces. All pieces are from the same lot number. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73f2200179 was manufactured on (B)(6) 2022 a total of 27,000 pieces. Lot was released on (B)(6) 2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. A CAPA was opened to further investigation this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that during product inspection a package was found "broken". Upon further review, the damage occurred to all 106 pieces. All pieces are from the same lot number. No patient involvement.